Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) therapy had an infection that was currently being treated as peritonitis. There were no reported allegations that this event was related to any issues with fresenius products. Through further follow-up, the patient¿s pd nurse stated the patient had a pd culture obtained (date not provided) which yielded an elevated white blood cell (wbc) count and no organism growth. It was reported this occurred due to the patient not wearing a mask/breach in aseptic technique during the pd exchange. The patient was initiated on prophylactic antibiotics for possible peritonitis with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip). However, the nurse indicated the patient did not have a true peritonitis event. The nurse stated the patient has recovered and that the patient did not have any adverse effects from fresenius products.